Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a transmitter battery issue occurred. According to the patient, on (B)(6) 2025, her transmitter failed. A few hours later, the patient had abdominal pain, was nauseous, and vomiting. The patient tested her bg meter reading, and it was ¿high¿ (no specific value was reported). The patient¿s cousin took her to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis and the patient¿s dexcom device was removed. The patient could no longer recall what medication or treatment was provided to her. She was admitted to the intensive care unit for 2 days and then discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4 catalog no - correction. D4 primary UDI number - correction. H2 correction.